Event description:
It was reported that pump experienced malfunction alert that could not be reset, with no notable events occurring beforehand and inclusion in field correction program already acknowledged by customer. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty, confirmed shipping details, provided instructions for putting pump into storage mode and returning it within required timeframe, and advised customer to program pump settings and connect continuous glucose monitor to replacement device, all of which customer understood and acknowledged.